Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.7 revised from the initial submission of manufacturer device report 1220648-2024-11973 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11973 and should not have been.

Event description:
The user facility reported a 67-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the while on support the patient lost distal flow to their lower right extremity during impella cp support. A fem-fem bypass was subsequently placed with a distal perfusion catheter to treat the condition. Support with the implanted pump continued following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿